Event description:
It was reported that the customer had a failed battery test and weak battery alarm on the insulin pump. The customer's blood glucose level was 95 mg/dl. The troubleshooting was performed on failed battery test. The customer was advised to insert new aaa (B)(4) battery on the insulin pump. The customer received failed battery test. The customer was advised that insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up per healthcare provider instructions. The customer insulin pump is going to replaced for the second battery failed test. The customer reported also the weak battery alarm on the insulin pump. The customer is going to get some (B)(4) triple a batteries and try them in the insulin pump. The customer will call back to confirm is she needs insulin pump replaced and she does not have a back up plan and is traveling to (B)(6).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.